Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 151 mg/dl and the sensor glucose was 60 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor glucose and blood glucose difference is not within target range of glucose difference. Sensor glucose value that triggered the suspend on low or suspend before low event was 63 mg/dl. The difference between the sensor glucose value and blood glucose value was 58 mg/dl. The low limit in sensor settings was 7583. The sensor will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Sensor values changed .